Event description:
It was reported by service report that the customer alleged that the jack was not pumping up all the way on foot end. However, the head end jack could still pump up fully. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the customer alleged that the jack was not pumping up all the way on foot end. However, the head end jack could still pump up fully. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This follow-up report includes the PMA/510(k)# that was previously not included in the initial MDR.